Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to insertion, when they tried to pass the guide wire through the lumen, it was found that the arterial lumen was "covered" and did not allow the guide wire to pass. It was reported that the device was flushed with saline prior to use. The saline passed through the lumen but the nurse felt that the lumen was a little occluded. Nothing unusual was observed on the guide wire and the guide wire that was used was the one that came from the kit and there was no problem with the catheters dimension and it matched the dimension printed on the label. It was stated that the catheter was not repaired, there was no leak, there was no luer adapter issue. There was no reported patient involvement.